Manufacturer narrative:
Expiration date - september 2024. UDI - not applicable. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter name - (B)(6). Phone number - unknown. Occupation - office clerk. Based on the investigation, the root cause of the defect could not be identified. A reference photo was received that showed a irregular shape hole on the top web that seemed to be melted and elongated and appeared to be coming from outside of the top web. However, verification of retention samples for the complaint lot was visually inspected. All samples were confirmed no similar defect observed. Our production machine design has no possible point of contact with the product that could lead to damage on package. Moreover, intention simulation of defect showed no hole created which has similar appearance with the complaint sample. We have visual in-process inspection conducted every hour during boxing process and qc performs outgoing inspection where in blister packaging condition is being checked. Only samples that passed are allowed to be shipped. (B)(4).

Event description:
The user facility reported that there was damage on the individual package. When the user took out the product from the box, he/she noticed the individual package had a hole(s). The user did not use the product. There was no patient injury/medical or surgical intervention required as there was no patient involvement.